Manufacturer narrative:
On 9-sep-2021, the product investigation was completed as the complaint device was not returned. A manufacturing record evaluation was performed for the finished device 30546951m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool¿ smart touch¿ sf bi-directional navigation catheter (stsf) and suffered cardiac tamponade (CT) requiring pericardiocentesis. When the stsf catheter (lot 30542284m) was connected, an error 106 (force sensor error) was displayed. The cable was replaced and the stsf catheter was reconnected; however, the issue continued. When the stsf catheter was replaced (with lot 30546951m), the issue resolved. It was also reported that the sound echo confirmed a pericardial effusion when the stsf catheter (lot 30546951m), was connected. Although it cannot be determined, it is likely to be in the additional ablation of pulmonary vein isolation (pvi) with a rapid heart rate. Pericardial fluid was confirmed by sound echo, followed by body surface echo and drainage. Subsequently, the patient's condition became stable, and the study was terminated. Additional information was received, and it was reported that the patient outcome of the adverse event has improved. Prior to noting the CT, ablation was performed. There was no evidence of a steam pop. It is unknown when the event occurred (i.e., transseptal phase, mapping phase or ablation phase). The force sensor error 106 has been assessed as not MDR reportable as the warning functioned as intended. The cardiac tamponade has been assessed as MDR reportable. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.